Manufacturer narrative:
The device was received for evaluation. During functional testing, a device is failing the downstream occlusion test, it goes off at 7.2 in the medium setting and then gets stuck in the constant downstream alarm was not reproduced. A review of the event history log revealed multiple events of downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No component could be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that a spectrum pump failed downstream occlusion test at 7.2 pounds per square inch during testing. There was no patient involvement. No additional information is available.